Event description:
The surgeon reports the plates are bending back to the patient's original position of injury and one plate broke in situ. The surgeon plans to perform a revision surgery to explant the plates and replace with different plates from the same system.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. At this time the implants remain in the patient, therefore no product evaluation is able to be conducted. The lot history of the implanted unit is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File one of two for the same event.